Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and rupture.

Event description:
Patient reported right side "chest pain" and implant rupture. Healthcare professional later confirmed right side implant rupture, capsular contracture, baker grade ii, and pain in the "breast area". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of capsular contracture and pain are unable to be observed as they are physiological complications.

Event description:
Patient reported right side rupture and chest pain. Healthcare professional confirmed implant rupture, capsular contracture, baker grade ii with pain. The device has been explanted and replaced with a non-allergan device.